Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report numbers 2242352-2012-01148 and 2242352-2013-01220 for the related reports.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab, and seal were inside of the body of the delivery device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load rather than failure to deploy. The results of our investigation and a copy of the IFU was provided to the customer. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).